Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a high out of range shock impedance measurement through a remote monitoring system. It was indicated the high shock impedance measurement was 132 ohms and the normal trend was around 100 ohms. Additionally, a few months worth of data was missing from the trend graphs. Boston scientific technical services (ts) reviewed the device information and provided some reasons the data may not being present. Ts also recommended continued monitoring of the system. The physician indicated they will continue to monitor the patient and measurements appropriately. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Subsequent information was received that additional high out of range shock impedance measurements were noted. It was indicated no changes were made to the system. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.